Event description:
It was reported that during an anterior lumbar procedure, two synframe guide rods broke as the surgeon was tightening the synframe. There was no harm to the patient or the surgeon, and the procedure was not significantly extended in length. This report is 2 of 2 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device was not returned for evaluation, so no evaluation could be conducted and conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.